Event description:
(B)(4). (B)(6) approved the use of essure as a preventive after having it administered I've been having heavy bleeding, mucus discharge, over time I have developed a pain and burning sensation in pelvic area, hair loss, memory loss, joint pain, blood clot, mood swings.

Event description:
(B)(4). I recently went to both my pcp and he referred me to my gyn for my concerns of the essure. During my first visit with my gyn I explained to him my symptoms including how I feel anxious, and how I made a report to med watcher he made it seem as if he would help me. He explained to me how the surgery would go and what to expect. He scheduled me to do a pelvic ultrasound and follow . But at my second visit for my follow up a few weeks ago, he asked me do I have any other concerns. I told him of my concern of being allergic to nickel because I was never tested for nickel. And depression. But while speaking with the him I realized he didn't want to remove the essure. He started telling me before giving a person the essure they test for allergies. He told me I had cyst on my ovaries that showed on the pelvic ultrasound which was never there before. Then he continued to tell me all of it was all in my head and won't remove the essure unless I my symptoms has worsened or not change in his dictionary of what kind of symptoms I should have. He also told me what I'm experiencing is due to my age. Then he told me if I was to tell my pcp this he would do send me to a psychologist. I explained to him I did tell my pcp and he referred me to you. And continued to tell him how I never had any of these problems before and I take very good care of myself. But he already ended my appointment by walking out the room